Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the closed joint on the bd q-syte¿ luer access split-septum stand-alone device was "uneven" and adjusting it caused fluid leakage. The following information was provided by the initial reporter, translated from chinese to english: "in the case of the patient's infution, the closed joint on the locked and pierced tube was found to be uneven with the naked eye, and the adjustment with the pre-punching needle was ineffective, resulting in fluid seepage."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the closed joint on the bd q-syte¿ luer access split-septum stand-alone device was "uneven" and adjusting it caused fluid leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: "in the case of the patient's infution, the closed joint on the locked and pierced tube was found to be uneven with the naked eye, and the adjustment with the pre-punching needle was ineffective, resulting in fluid seepage."